Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . On (B)(6) 2025 , it was reported that the pediatric patient was treated for hypoglycemia when the cgm reading was between 3.0 and 4.0 mmol/l. The patient experienced feeling nausea and dizzy and as the symptoms were very much like hypoglycemia initially the parent did not realize the cgm was inaccurate. The parent called an ambulance and when a fingerstick was taken by the paramedics, the cgm reading was around 4.0 mmol/l, and the blood glucose reading was high. The patient was treated with an unspecified medication for hyperglycemia and was brought to the hospital where they arrived around 10:20pm. When a fingerstick was taken at the hospital the cgm reading was 4.2 mmol/l, and the blood glucose reading was 33.0 mmol. A fingerstick taken at 01:00am showed a blood glucose reading of 30.0 mg/dl. The parent is unsure what type of treatment the patient received during the event and was not able to confirm the route of treatment. The patient was eventually discharged at 10:00am the next morning. At the time of the report the parent stated that the patient was slowly recovering, but was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.